Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. However, the reported system message was verified in the systems event log as having occurred on (B)(4) 2012. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported that during vitrectomy surgery, a system message displayed five times. The message was cleared each time and surgery was able to be completed without harm to the pt.